Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a carefusion authorized service technician. The service technician replaced the o2 blender to address the reported issue. The defective o2 blender was shipped to carefusion for failure analysis. Carefusion was unable to duplicate the reported issue. The o2 blender was working normally and within specification. The blender passed the o2 blender calibration test procedure. Visual inspection did not reveal any anomalies.

Event description:
It was reported to carefusion that the unit was delivering a lower concentration of oxygen than expected. It is unknown at this time whether there was any patient involvement associated with this complaint.